Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1012830 ¿ device expiration date : 01/31/2026 ¿ device manufacture date : 01/12/2021 lot # : unknown ¿ device expiration date : unknown ¿ device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for needle clog on this lot #. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (18) open 32gx4mm bd pen needles without tear drop labels attached. The consumer reported no insulin flow. All 18 returned pen needles were examined and it was observed that 9 exhibited a bent non-patient end (npe) cannula and 7 exhibited a broken npe cannula. The remaining 2 pen needles exhibited a straight npe cannula ¿ these 2 samples were tested for flow using a test pen injector and were both able to expel properly. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence the customer would think that the pen needles were clogged. Since all 18 samples were returned after use the probable cause of the bent and broken npe cannulas is user related. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 13 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported no insulin flow. Date of event : unknown. Samples : available.